Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 9 cm in diameter abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the aortic neck had an infra-renal angle of 45 degrees. Proximal aorta was 28 mm in diameter and 42 mm in length. Right iliac artery was 20 mm in diameter and the left iliac artery was 14 mm in diameter. The right femoral artery was 11 mm in diameter and the left was 10 mm in diameter. It was reported two days post index procedure the patient experienced confusion with agitation in connection with pre delirium tremens, a limited renal function related to age and an impairment of superior functions. The patient received medication and the event resolved. The investigator assessed this event to be related to the study procedure but not the study device, and no relation to the aneurysm. No additional clinical sequelae were reported.

Event description:
Additional information was received as follows: the investigator has changed the event of confusion from procedure related to not procedure related.

Manufacturer narrative:
(B)(4).